Event description:
During a tibial insertion, the remaining attachment malfunctioned. The procedure was completed successfully with no patient impact. No additional information was provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received. However, the device history records were reviewed and no complaint related issues were found.